Manufacturer narrative:
The device history record for the lot number subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported to the chief pharmacist office of hospital authority that an employee experienced skin irritation to their hand while handling a bottle of rapicide pa high-level disinfectant that had a small crack. Medical treatment was sought. The user facility did not disclose if medical treatment was administered.

Manufacturer narrative:
It is unknown if the employee subject of the reported event was wearing proper ppe at the time of the reported event as stated in the safety data sheet. The safety data sheet includes the following language related to ppe, "wear chemically resistant protective gloves. Wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Wear suitable protective clothing. Wear solvent resistant apron and boots for spills." A copy of the safety data sheet was provided to the customer. Steris counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, when handling rapicide pa high-level disinfectant. No additional issues have been reported.